Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was in clinical use for a diagnosis procedure and the procedure was completed in another lab. The philips field service engineer (fse) inspected the system onsite and confirmed that the system keeps rebooting. Review of the system log files showed malfunctioning frontal ip-pc. Upon further investigation fse found ippc and flexvision pc were not booting up. Fse replaced ippc and its hard disk, did ghost backup, bypassed the drive bay sata and power cables. After repair action, system was working fine. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the flexvision pc was not booting up. There was no report of harm. Philips has started an investigation of this complaint.